Event description:
Patient experienced insulin flow block alarm event on (B)(6) 2026. This led to high blood glucose level and managed with manual injection and insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.